Event description:
It was reported that during a diagnostic laparoscopy procedure, the first device was articulated and would not close. The second device would not fire at all. Another device was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4).